Event description:
Philips received a complaint from the customer biomed reporting check vent alarms occurred on the v60 ventilator when powered unit on in ventilation mode. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed the check vent alarms codes 1117 (3.3v supply failed), 111b (35v supply failed), 1118 (5v failed) in the diagnostic logs. The rse recommended replacement of the power management (pm) printed circuit board assembly (pcba).

Manufacturer narrative:
H10: the customer was provided a price proposal for repair. A philips authorized service provider (asp) reported the customer did not accept the service proposal and declined the further service.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device prior to implementing a field change order (fco) that provided the replacement of the power management (pm) printed circuit board assembly (pcba) and reported an unrelated error that would require correction prior to the fco service activity (addressed in a separate project record). The customer bme was informed the correction for the unrelated failure was replacement of the motor control (mc) printed circuit board assembly (pcba). The bme accepted and confirmed the part would be replaced once received. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, motor control (mc) printed circuit board assembly (pcba), aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.